Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range pacing impedance measurements. Additional information from the field representative provided noise was observed on the electrogram but was not oversensed. The cause of the noise could not be determined. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.